Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass; however, using a lcd test board the pump was received with a frozen screen when counting up to number 2 after inserting the battery and caused a constant tone due to a shorted component on the interface board. The functional check including the rewind, basic occlusion, occlusion, prime, and excessive no delivery, and displacement tests along with the self test and unexpected restart test could not be performed due to the physical damage on the lcd screen. The pump was received with a cracked display window at the bottom side and cracked casing at a display window corner. (B)(4).

Event description:
The customer reported via phone call that she was in a car accident and her insulin pump was crushed by the air bag. The patient's blood glucose at the time of incident was 187 mg/dl. Troubleshooting was initiated for the physical damage. The whole screen was busted from the accident. A constant tone was also coming from the pump post-crash. The insulin pump was returned for analysis and a replacement device was shipped to the customer.